Event description:
Info received indicates the brakes will not hold and the casters swivel when the brake is set.

Manufacturer narrative:
The technician replaced the worn brake and steer casters to repair the bed.